Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was unable to interrogate when the cable was moved throughout its entire length and it was noted that the cable needed to be replaced. It was further noted that the label was missing its back coating and that the label therefore needed to be replaced. The head was to be sent on for repair. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.